Event description:
The customer reported that this atrial lead was surgically abandoned (capped) due to no capture in bipolar configuration. It was noted the threshold was at maximum output in unipolar, therefore the lead was abandoned. No adverse pt effects were reported. The lead was actively implanted for approximately 11 years, 4 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.